Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with minimesh. Later the patient experienced mesh erosion and dyspareunia. A mesh excision, vaginal trachelectomy (cervix removal) and intraperitoneal uterosacral suspension were performed.